Event description:
It was reported that during a sleeve gastrectomy the customer had issues with the system not powering on. The customer received phone assistance from the technical support engineer (tse). Customer power cycled and reseated fiber cable prior to contacting technical support. Review of the site¿s system logs confirmed the occurrence of error 32057 errors pointing to a video processor vp fault. Technical support had the customer hard power cycle and leave the breaker off for 60 seconds and system still faulted. Field service engineer had the customer switch to another vision side cart. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system issue was identified after port placement. Customer attempted to troubleshoot but could not resolve the error. No patient demographic information. No other information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed review of the system logs; however, not reproduced during field evaluation. No issue was observed during testing. The fse found the dvi cable was connecting the video processor to external equipment (stryker) for wireless monitor setup. The fse removed the external equipment and the system started properly after five power cycles. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.